Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, red particles material was found on the shell/gel and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: opening in the shell with sharp edge with wear abrasion assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge opening in the shell with wear abrasion due to surgical impact opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.